Manufacturer narrative:
Model number/catalog number: sc-2366-50, serial number: (B)(4), batch/lot number: 5030235, model/catalog description: linear 3-6 lead 50 cm. Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 20903786, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. It was noted that the patient felt the leads under his skin because they were close to the surface. It was also noted that the lead site was wet with an indentation. The patient underwent an explant procedure.